Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. The rasp was returned for investigation. The shaft of the rasp is inconspicuous. The neck of the rasp shows some scratches. On the recess of the taper it is possible to see a more pronounced scratch. The fluting at top of the taper presents some dents and it is slightly deformed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at the beginning of a hip replacement, the rasp instrument does not hold on well on handle. It seems the rasp trunnion is broken. No harm on patient. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Unknown stem. G2. Report source: canada. Customer has indicated that the product is in process of being returned to zimmer for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 1 month ago at the beginning of a hip replacement, the rasp instrument does not hold on well on handle. It seems the rasp trunnion is broken. No harm on patient. Attempts have been made and additional information on the reported event is unavailable at this time.